Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimu lator for spinal cord stimulation nonmalignant pain. It was reported that the patient met with their manufacturer's representative (rep) and healthcare provider (hcp) on (B)(6) 2018 for a post-op. Adaptive stimulation was activated. The patient stated that as soon as he left the office, the system went haywire and shocked him. Patient stated at this point he shut it off and has not turned it back on. Patient stated that he also noticed the time was off by 15 hours and the date was also incorrect; it stated (B)(6) 2011 instead of (B)(6). He attributed this to when the system went haywire. A few days after the system went haywire, the patient had surgery and was given narcotics to manage his post op pain. Patient did not feel the need to use the stimulation until now because he was no longer able to get narcotics for his post op pain for another issue not related to stim. It was reported that the activation of as was a contributing factor to reported issues. Impedances were found to be normal. Adaptive stim has been deactivated. Re-initiated therapy that feels pleasant and was covering all of his areas of pain. Time and date were reset on the patient programmer, since software does not allow for that to be done when the tablet communicates with the neurostimulator. Issue resolved at this time. Additional information was received from the rep. It was reported that the surgery had nothing to do with scs.